Event description:
Event description guidant received information that the patient with this implantable transvenous atrial lead passed away two days after the implant procedure. There was a possible cardiac perforation from the atrial lead as evidenced by a pneumothorax seen on a chest x-ray.